Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that upon interrogation of the device, an alert for high impedance was observed. High capture threshold was also noted. Review of fluoroscopy did not reveal any insulation damage. The lead was capped and replaced. The patient condition was good post-op.